Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver/smart device occurred. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. A voltage test was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. The probable root cause of the loss of connection is a defective transmitter.